Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable result from coaguchek xs meter serial number (B)(4). At 01.30 pm, the result was 8.0 inr and at 03.00 pm the result was 2.3 inr. The therapeutic range was 2.5-3.5 inr. There was no allegation of an adverse event. Relevant retention test strips (lot 137032) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable retention material complied with specification.

Manufacturer narrative:
One vial of test strip lot 137032-11 containing eight test strips and the suspect meter were received for investigation. The test strips and vial showed no defects and the meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot/returned meter: marcumar 3: 2.0 inr, marcumar 4: 1.7 inr. Customer strips/customer meter: marcumar 3: 1.9 inr, marcumar 4: 11.7 inr. The returned customer material and retention material complied with specification. A possible reason for the high result was if the fingertip was squeezed during sample collection intracellular fluid could have diluted the sample.